Event description:
It was reported the device was replaced due to possible sudden battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported the device was explanted and replaced due to possible sudden battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: analysis found normal battery depletion. A no output condition was observed during preliminary analysis, which was found to be the result of lifted hybrid bond wires. However, analysis of the automatic lead diagnostic data found the atrial and ventricular lead measurements were terminated due to eri (elective replacement indicators) in 2009, two days prior to explant date, and no opens were recorded in the data log at that time.